Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: this report pertains to the second of two events that occurred during the same procedure. Refer to associated manufacturers report # 3005099803-2009-03104 for a description of the other event. It was reported to boston scientific corp that two ultratome xl sphincterotomes were used during an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, during the procedure when the physician was cutting the ampulla, the wire broke. It is believed that the sphincterotome was hitting a large stone located near the ampulla which contributed to breaking the wire. The physician used a second ultratome xl sphincterotome and while cutting the ampulla, the wire broke again. It is believed that the large stone contributed to breaking the second device. The physician used a competitor's device and that device also broke. The physician completed the procedure with a second competitor's device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.